Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a recent patient event their device would not complete the charge cycle when attempting to defibrillate a patient. The device user powered the unit off and then on again and was able to successfully deliver a defibrillation shock to the patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient, or the event, were provided. Upon evaluation of the customer's device, physio observed that the device also rebooted by itself.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and was unable to duplicate the reported failure to charge during initial testing. Physio did verify that the device rebooted on its own during testing. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system controller pcb and user interface pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.